Manufacturer narrative:
Other applicable components are: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6),product type: lead. Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2009, product type lead.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. Upon impedance check during surgery electrodes 8-10 and 13-15 were greater than 10,000 ohms. No harm to the patient was known. The rep notified the doctor during surgery. After the surgery was completed the rep followed up with the patient post-operative and rechecked impedance. At that time only 8 and 15 were out of range. No actions were taken and no surgical intervention occurred or was planned. It was unknown if the issue resolved. The patient was alive with no injury. Additional information received from the rep noted that an impedance check was unable to be done with the old battery. Refer to manufacturer report #3004209178-2017-02802 for the report of the event that resulted in the surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.